Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v711815, implanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v711815, implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had an appointment scheduled for (B)(6) 2015 and needed her device checked. It was then confirmed that an overdischarge was confirmed. This was noted to be the first overdischarge. A physician mode recharge (pmr) was performed and successfully reset the device. A health issue a couple years prior to this report was noted to be the cause of the patient to be non-compliant with recharging. Additional information received reported that the patient was seen again at their doctor¿s office on (B)(6) 2015 and they were unable to do another pmr to get the device started. It was noted that the patient would need a revision or replacement. The patient was on the schedule at the doctor¿s office for the week following the date of this report but the nature of the visit was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.